Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, the probable cause of the loose k-connector was displacement of the housing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation, the high flow insufflation unit was found to have a loose "k-connector" component. No patient involvement was reported.